Manufacturer narrative:
Preliminary device analysis was not available on the date of this report. A follow up report will be sent when device analysis is complete.

Event description:
The manufacturer representative from another country reports the patient was having withdrawal symptoms since 2006. The hcp felt the pump battery was failing despite no audible or visible alarms. The pump was explated ten days later and returned to the manufacturer for analysis. Additional info has been requested but was not available on the date of this report.